Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 108-110 mg/dl compared with the sensor glucose reading of 36 mg/dl. The customer also reported a threshold suspend alarm. The sensor was replaced, however no products were returned for analysis.